Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. There was no humming sound and vibration anomaly on the device. The insulin pump was unable to perform the displacement, basic occlusion, occlusion, priming and excessive no delivery tests due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call moisture damage and high blood glucose levels. Customer's blood glucose level was 426 mg/dl. Troubleshooting for moisture damage was performed. Customer advised insulin leaked out from the bottom and as a result the insulin pump made a humming noise. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.